Manufacturer narrative:
Visual inspection has confirmed the reported event. The device has fractured near the threads. The fractured portion or the abutment portion of the device has not been provided for review. General evidence of wear was identified on the external surface of the screw. Visual comparison to the drawing did not provide any indication of a manufacturing deviation that would contribute to this event. The device history record review, complaint history review, and non-conformance history review for the abutment was performed and did not identify any manufacturing deviations. A definitive root cause has not been determined.

Manufacturer narrative:
(B)(4).

Event description:
The dentist reported the screw part of the abutment fractured six months after placement. The fractured screw was removed.